Manufacturer narrative:
Continuation of concomitant: d354trg device, implanted: (B)(6) 2017.

Event description:
It was reported that during a routine device replacement procedure, the physician noted the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead had two small areas of insulation breach observed visually. The insulation of the leads was repaired with silastic glue during the procedure. It was noted pacing impedance, sensing and pacing thresholds were stable and acceptable both before and after the insulation repair. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.